Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were moderately angulated and the aortic bifurcation was tight, due to thrombus. The stent graft was successfully implanted. It was reported that when the patient went to pacu, the patient had a cold leg and no pulse on that side. The patient was taken back to the or and the clot was removed. The limb was realigned and an aneurx illiac limb stent graft was placed to keep the ipsilateral limb open. No further clinical sequelae were reported. The patient is fine.

Manufacturer narrative:
(Required secondary intervention) - evaluation results: (arterial and venous occlusion), (moderately angulated vessels; tight bifurcation due to thrombus).